Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00109. The patient has 3 leads (2 from lot ab2105 and 1 from lot ab2097) implanted as part of her axium system. It was reported the patient experienced right leg weakness which caused her to suffer a fall. Patient was sent to physical therapy due to the leg weakness and stimulation to the right lead was later turned off. The physician does not believe the issue is related to the axium system.